Event description:
Vascular surgeon was in the process of deploying an inferior vena cava (ivc) filter. While trying to disengage the filter form the sheath, the filter and sheath did not release each other. After manipulating the sheath, the surgeon was finally able to deploy the sheath without any harm to the patient.